Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The device was reported to have been discarded. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported via FDA medwatch letter (mw5090068) that the following incident had occurred: while doing a shoulder arthroscopy with a bankart repair, the metal tip broke off of the end of a suture lasso and was in the patient's soft tissue. The surgeon elected to extend an arthroscopic port incision to retrieve the metal tip. The tip was retrieved and x-ray confirmed that no foreign body was present. The incision was closed without further incident and patient was discharged home. Additional information obtained 10/17/19: the facility risk manager has confirmed that the device was discarded in the sharps/medical waste at the facility.